Event description:
Epidural catheter inserted by pt request for labor pain. Technically difficult due to pt body habitus - bmi of (B)(6). Following an unsuccessful attempt, anesthesiologist removed catheter and noted that the catheter was not intact when removed. Estimated 1-1.5 inch tip remained in pt. Successful epidural placement in a different lumbar level immediately following. Pt delivered without complications. Baby to (B)(6) - (B)(6). No neurologic sequelae noted. Pt complained of back pain at insertion site. Epidural catheter used for labor and delivery was removed intact. Full disclosure to pt. Unclear at this time if there was an actual product defect or if event was due to user error. Neurosurgeon consult placed and will evaluate pt today. Per discussion between (B)(6) and neurosurgeon the plan is to leave the retained product in place and no plans for surgical removal at this time. Pt is currently not exhibiting any signs or symptoms of concern other than some pain at the site of the epidural placement.